Manufacturer narrative:
(B)(4). Batch # t5cx24. Device evaluation summary: the analysis results found that the cdh29p device arrived with the anvil missing. Shroud weld seam was inspected as part of the analysis and separations were found near the battery pack location. The breakaway washer was not present and there were staples present. The green check mark came on upon inserting the battery, but staples were still present in the device. It appears that device was fired during manufacturing process but not reset before reloading the staples. Device was reset in the lab, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. Per the condition of the sample received appears that device was fired during manufacturing process but not reset before reloading the staples. No conclusion could be reached on what caused the weld seam separation noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a robotic assisted low anterior resection, whenever the doctor went to fire the stapler, the stapler wouldn't fire. When the battery was installed, the green check mark was already illuminated before the firing sequence took place. A second like stapler was used to complete the procedure. There were no patient consequences reported.